Manufacturer narrative:
Device investigation was closed on january 29th, 2026.

Event description:
It was reported that on (B)(6) 2025, the physician reported that during a justright stapler procedure the staple line did not fully deploy after clamping the tissue and firing the staple line. Physician reported that about half of the staple line had deployed and a couple of the staples had not formed. Physician used a second line and observed the same behavior. On a call with a hologic representative it was reported that the tissue looked swollen, the procedure was completed with another modality. No patient injury was reported and no further medical intervention was required. The part that was being treated was the proximal esophagus (zenker´s interparty wall) , and included the cricopharyngeus. No other information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
During the investigation of the disposable returned by the customer , it was determined that the device returned was the stapler reload (jr-rel25-2.0-12) and not the stapler handpiece. (Jr-st25-2.0-6). Visual inspection was conducted, and there were no signs of physical damage. Functional testing was conducted using a different handpiece than the one used by the customer to challenge the reload, and it worked as intended. The staples were deployed as expected and the knife cut the tissue as expected. Hence, the complaint could not be confirmed. This observation will be monitored and trended. The stapler used by the customer was reported under 3010377594-2025-00020.